Event description:
Guardian requesting replacement pump due to pump (serial and expiration date: not provided) malfunction for pt. Nature/details of malfunction not provided. Pharmacy to replace device. Unk if pt missed a dose/interruption to therapy or adverse event(s) resulted due to product issue. Material sent for return of device associated with event. Device availability dependent upon guardian returning. No further info. Reported to (B)(6) by pt/caregiver.